Event description:
Reporter says the patient, her husband, had a medtronic synchromed ii pump implanted on (B)(6) 2017 for pain management. The reporter discovered the device was subject to a 2016 recall regarding battery corrosion, but the patient was never informed. A medtronic report documented three critical motor alarms and numerous additional errors. During a subsequent evaluation, the pain management physician applied physical force to the catheter after a dye study revealed the catheter had failed and was obstructed. Although a replacement of the pump and catheter was scheduled, the patient was discharged from care without explanation before the surgery occurred. The patient has received no medication through the pump since 2023. Current symptoms include severe shocking and burning sensations, which the reporter believes is due to internal corrosion leaking from the device. The patient experiences intractable pain that prevents him from lying down and has suffered multiple falls resulting in head trauma. The pump currently sounds an alarm every one to two hours. Other medical providers have refused to treat the patient or remove the device due to the recall status. Medtronic advised in 2023 that the device could remain implanted indefinitely, but the reporter states the pump is actively causing harm and they fear for the patient¿s life.